Event description:
Customer called to report having high bgs. Also stated customer was not able to prime one of the sets, and the driver arms seem to be loose. Troubleshooting was performed. The lead screw made one complete rotation, but the insulin did not exit. Device was not dropped, bumped, or exposed to moisture.